Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v990442, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that despite reprogramming in february and patient making various adjustments and program changes, she was still not getting urinary relief. The patient wanted to know what to do next.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient developed bowel incontinence and had a rectal tear from childbirth. Starting the week of the report, the patient was having some problems with her device. She had a loss of therapeutic effect and all of a sudden the device stopped working. She had incontinence and when she felt like she had to go, she just went. Sometimes she just got to the toilet and would wet all over the floor and the back of her pants. She had to carry extra clothing and pads because she would soak herself in the car. Her symptoms were so bad, and it was almost like before the device was placed. When it wasn¿t working, it really wasn¿t working. It wasn¿t working so she ¿jacked it up¿ and moved it to a higher number. That didn¿t seem to do the trick so she moved it up again. The patient hoped it would keep working. She had previously changed the program once and it seemed to help. The patient synched the programmer with the implantable neurostimulator (ins) and stimulation was on and set on program 1 at 6.0. She could feel stimulation but it wasn¿t uncomfortable. The patient also had program 2 at 2.4, program 3 at 1.45, and program 4 at 2.8. The patient tried each channel for about three days but nothing had worked and she had bad incontinence. One of the times that the patient changed the channel to program 2, she got a ¿wicked pain like an electric pain¿ down her leg. She had an electric jolt down her leg and it was like sciatic pain but twenty times worse. She tried another program and it just wasn¿t working well. She tried another one and was trying to lower stimulation. It wasn¿t working, but seemed to help if she increased it. The patient¿s only problem now was that she had a pain where the ins was. The pain started when she switched programs and went to 3.5 on program 4. The pain was there when the device was on and she¿d never turned it off before. The patient felt a pinching sensation on the outside of the labia, but it felt deep. Sometimes it was awful. Previously, the patient had a pain in the groin sometimes and it was annoying. The groin area was so bad sometimes she would lower the level and thought maybe it would go away, but it didn¿t. The patient had an appointment scheduled with her doctor in early (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.